Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod for more than 48 hours. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site (abdomen). The patient's blood glucose history as follows: (B)(6) 2018 : 1247p bg 296 , 248p bg 203 no bolus , 518p bg 235 bolus 2.7 gave shot of insulin 6.00 , 700p went for a run about an hour , 800p bg 57 drank some orange juice , went to sleep , 308a bg 341 correction bolus 4.80 and gave shot of insulin 6.00 units , 611a bg 175 , 900a took pod off.